Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm and pump error 35 alarm noted in the device history due to moisture damage on the force sensor. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the electronic assembly and motor during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump received broken force sensor alarm and critical pump error. The customer¿s blood glucose level was 14.2 mmol/l at the time of incident. Customer stated that the insulin pump had picture with the x and book. Customer was assisted with troubleshooting. Customer stated that the battery compartment had crack. Customer stated that the insulin pump received broken force sensor alarm before the open book image was displayed on the screen. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and was recommended to refer back up plan. The insulin pump will be returned for analysis.